Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's problem was confirmed. The device's delivery accuracy was running at three different tests, one of the three test was found to be over the manufacturing specifications. Therefore, service recommended that the pump's expulsor to be trimmed in order to bring the delivery into more nominal of a range. The upper stream occlusion (uso) seal was torn off. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump experienced out of the box volume failure (18.04ml, 18.18ml). No patient injury reported.